Event description:
A malfunction alarm was reported by the customer, displaying malf 16. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the faulty pump, and the customer planned to use multiple daily injections as a backup therapy. The customer was instructed to place the pump into storage mode and return it using a pre-paid label within 10 days, and they confirmed understanding of this process.